Event description:
It was reported that shortly after implant, the atrial lead dislodged. The physician suspected the dislodgment was caused by the patients strenuous activity too soon after the procedure. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.